Event description:
An 8f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). A pre-deployment angiogram revealed no anomalies at the puncture site or in the artery. During deployment, the physician encountered difficulty after inserting the carrier tube into the hemostasis sheath. The carrier tube device and sheath would not engage or snap together. When pulling back, the device cap was not locked to the sheath cap, and active bleeding occurred. Another physician completed the procedure and hemostasis was achieved with 15 minutes manual compression. A post-operative ultrasound revealed no bleeding or hematoma and normal dorsalis pedis blood flow; however, a small amount of collagen was noted in the artery. The pt was not experiencing any symptoms, but kept for observation. The next evening, after the pt was ambulated, a diminished dorsalis pedis was noted, and the pt complained of foot pain. An ultrasound revealed mild stenosis of the artery with intravascular collagen where the angio-seal was deployed. Surgery was performed to remove the anchor and collagen. The pt was discharged. Preliminary evaluation of the returned device indicated both locking tabs were incompletely formed.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of the analysis, a follow-up medwatch will be filed.